Event description:
The customer used the suspected device to check their blood glucose and obtained high results of 300-400 mg/dl. Pt went to the dr and they admitted pt to the hospital. They were treated with an unknown IV and their meds were increased. Controls were not used. The device was replaced and requested to be returned for evaluation.